Manufacturer narrative:
(B)(4). The FDA was notified by the user facility via mw5065408. Device evaluation: result - no samples or photos were received for evaluation. The device history record was reviewed and there were no related quality notifications found. All process and final inspections comply with specification requirements. Conclusion - without a sample, an absolute root cause for this incident cannot be determined. Please note the covering on the well is meant to be pulled back prior to insertion of tube into the well for draw.

Event description:
It was reported that the patient removed the yellow "do not remove label" sticker on the lid of the urine specimen cup and poked himself with the needle inside, causing a break in his skin. The customer notes that "although (the) sticker prompts user to not remove sticker, the sticker itself is a contrasting color to the lid therefore appears inviting, sticker is very small, (and) drawing on sticker is very light. Both of these may be difficult for aging eyes to read."

Manufacturer narrative:
Device evaluation result - the customer returned 5 samples for evaluation. All caution labels that cover the needle were intact. Conclusion - bd was unable to confirm the customer's indicated failure as the returned samples did not show any defects. Please note the covering on the well is meant to be pulled back prior to insertion of tube into the well for draw.